Event description:
Per the clinic/audiologist/surgeon, it was reported that the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the patient was placed under general anesthesia for a surgical procedure to remove the implant magnet.